Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 561 mg/dl. The customer took manual injection but her blood glucose did not come down. The customer was on insulin bolus delivered by insulin pump to lower her blood glucose. The insulin pump will not be returned for analysis.